Event description:
A report was received that during a permanent implant procedure, the physician placed the lead in the patient and noticed that one contact was dislodged from the lead. The physician replaced the lead and confirmed that the dislodged contact was left in the patient. The dislodged contact remains in the patient's body and will not be removed.

Event description:
A report was received that during a permanent implant procedure, the physician placed the lead in the patient and noticed that one contact was dislodged from the lead. The physician replaced the lead and confirmed that the dislodged contact was left in the patient. The dislodged contact remains in the patient's body and will not be removed.

Manufacturer narrative:
.

Manufacturer narrative:
Analysis of lead sc-8352-70 s/n (B)(4) confirmed the complaint. Visual inspection revealed distal electrode #e28 missing and not returned. There were no exposed cables.